Event description:
Our facility has critical alert/intego nurse call throughout the hospital. Much of the equipment was installed over four years ago. Patient stations fail from time to time and are replaced with new ones ordered from the company. A couple of months back we had some issues with the patient bed wall backlighting. It would come on and turn off intermittently throughout the day and night. After extensive troubleshooting and research we found that critical alert made a change to the electrical design of the patient station removing an internal ground in favor of an external ground tying a common ground to the nurse call patient station. This change was not communicated with the field and as a result it caused many patients undue stress and many lost man hours tracking down the particular cause. There was one instance where the patient had a history of epilepsy and the lighting portion of the system had to be completely disabled. No known patient harm occurred.